Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the pocket site. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the pocket was moved from the flank to the abdomen. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.